Event description:
It was reported that, "pt states instability in his knee, says knee feels funny and is sor".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Pt (B) (6) positive, hospital policy is no returns. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.